Event description:
Boston scientific/target was notified that the procedure was for a patient enrolled in the matrix study. A second aneurysm of this patient was treated to avoid aggresive therapy against spasm of the vertebral basilar aneurysm (09/2002). Patient suffered from vasospasm requiring treatment. The condition of the patient worsened from vasospasm to massive vascular paralysis with edema (cerebral edema) and compression of ventribules that resulted in death. According to the investigator: 1) procedure probably related. 2) device probably related. 3) subject prior medical condition not related. The device is not available for technical examination. The date in which the patient expired was not provided.